Event description:
Failure code 403:317:864:0000. Information was not provided regarding whether or not the device was in pt use when the event occurred. No record of any pt incident involving the pump and no pt injury had been reported.